Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (faults while charging) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted and there was contamination on the battery board. The cause of the faults while charging is the shorted transistor and contamination. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was producing faults while charging.